Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was 70 mg/dl. The customer was advised that the insulin pump would be replaced and to revert to a back-up plan. The customer was agreed to return the product for analysis

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 4/53 noted during testing. However, pump error 4 and 53 found in the pump history due to software error. Unit was received with scratched case and minor scratched lcd window.